Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent lumbar surgery. Procedure performed: l4 to l5 posterior lumbar interbody fusion. Preoperative diagnosis: intractable lumbar back pain and radiculopathy with disc space collapse, post-laminectomy syndrome from prior laminectomy at l4-5, lumbar spondylolisthesis acquired. Per-op notes: ¿total laminectomy and facetectomy was performed at l4-5 for gill type procedure. Decompression of the exiting neural elements was achieved. After completion of arthrodesis at l4-5, the intervertebral device was positioned and expanded to the 10mmx24mmx7mm size. Excellent anatomic result was obtained. Next to the cage, the bmp and bone autograft was positioned to augment the arthrodesis and promote fusion¿. The intertransverse position was augmented with bone morphogenic protein and bone autograft and the fascia was then closed with interrupted vicryl suture followed by closure of the subcutaneous layers with interrupted 3-0 vicryl suture and closure of the skin with skin staples.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.